Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The customer has received a replacement device.

Event description:
The customer contacted stryker to report that their device will not turn on automatically upon opening the lid as expected. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.